Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarms (alarm 29 - motor cart range low) occurred with multiple cartridges during the load process. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer had manual injections for alternate insulin therapy.